Event description:
It was reported that 6 bd pen ndl 32g 4mm pro were difficult to operate and leaked. The following information was provided by the initial reporter : the consumer reported that when injecting with the new 2nd gen pen needles the pen gets down and the dose button stops. When the needle is removed from site right away the insulin squirts out of needle. User reported that the plunger also resists during injecting and then insulin leaks down the site with about 5 pen needles so far. Date of event : unknown. Sample status : awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/4/2021. H.6. Investigation: customer returned a total of 75 unused 4mm, 32 gauge nano pro pen needles from lot 0350841. The pen needle in question was not returned for testing. 30 of these pen needles were attached to a test pen. Saline was pushed through the system and out the distal tip of pen needles¿ cannulas. Saline exited all of the cannulas without issue. Saline would stop coming out of the pen needle as the pen¿s gauge reached 0 and pressure was normalized in the pen. The pen needles tested did not feature any damage and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of the pen needles leaking and pen needles being difficult to operate. The root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd pen ndl 32g 4mm pro were difficult to operate and leaked. The following information was provided by the initial reporter : the consumer reported that when injecting with the new 2nd gen pen needles the pen gets down and the dose button stops. When the needle is removed from site right away the insulin squirts out of needle. User reported that the plunger also resists during injecting and then insulin leaks down the site with about 5 pen needles so far. Date of event : unknown. Sample status : awaiting sample.